Event description:
It was reported that this device began exhibiting a gradually increasing out-of-range shock impedance measurement trend (>125 ohms). Boston scientific technical services was contacted and recommended thorough provocative maneuvers to exclude right ventricular (rv) lead impairment. Additionally, a commanded 1.1j shock was discussed to verify the rv lead impedance. These recommendations will be undertaken at the next regularly scheduled follow-up appointment. At this time, the system remains implanted and no adverse patient effects were reported.